Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported start up issue could not be conclusively determined. A review of inspection results for this serial number confirmed that no non-conformances were identified related to the reported event and the product met abbott specifications.

Event description:
During an ablation procedure, the computer would not start and the procedure was cancelled. The patient was prepped and sedated with navx patches placed. There were no patient consequences.